Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the trunk cable connector had a broken front pulse pin. The root cause for the bent pin was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.